Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported several low blood glucose values including a related hospitalization. Troubleshooting was not possible during the phone call with the helpline. The customer requested a replacement insulin pump, claiming the one being used was related to the low blood glucose levels. The blood glucose value during the phone call was 64 mg/dl. No further information regarding the device was provided.